Manufacturer narrative:
Device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm for ¿no disposable pump will not run¿. The pump was restarted multiple times but the alarm persisted; the error was not resolved. The patient was issued a new pump. Per the reporter, there were no adverse patient effects. Volume to be infused 100ml; rate 50ml/24hrs; volume delivered 3.65ml; volume remaining 96.4ml.